Event description:
The surgery using the tacks was conducted in 2002 for repair of anterior labral and superior labral tear. The pt developed a significant synovitis and had to undergo a glenohumeral joint debriment in 2003. Pt had initially tears in posterior, superior and anterior labral.